Event description:
It was reported that during an unknown procedure the hand piece is giving higher voltage values than normal with a test tip during diagnostics. Case completion unknown. Patient consequence unknown.